Event description:
Patient (B)(6) received implant (product name: rflt rapid ra3511c reflect rapid fixture ø3.5mm x 11.5 l) on (B)(6) 2022) but experienced mobility and had the implant removed on (B)(6) 2022. A replacement implant was sent to dr. (B)(6).